Event description:
A report was received that the patients ipg was not holding a charge. Database analysis revealed battery discharged suggested signs of premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was no longer taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg was not holding a charge. Database analysis revealed battery discharged suggested signs of premature battery depletion. The patient will undergo an ipg replacement procedure.